Manufacturer narrative:
Isi received the illuminator involved with this complaint and completed the device evaluation. Failure analysis was able to duplicate the customer reported failure mode. The illuminator was installed and tested on an in-house pca system and upon start up the unit failed with an error and no power. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the customer experienced a non-recoverable error. The customer power cycled the system twice before calling the intuitive surgical, inc. (Isi) technical support. The isi technical support engineer (tse) advised the customer to remove the instruments and power cycle the system and the vision side cart (vsc) circuit breaker. The system powered and homed but the issue persisted. The customer was informed that the illuminator was not working and were advised to replace illuminator and to disconnect illuminator communication cable. The customer used another vsc to complete the surgical procedure. There was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the facility but was not able to reproduce the reported failure. However, a review of the system logs verified the error had occurred. The fse replaced the illuminator to resolve the issue. The illuminator is a component of the da vinci system that contains a high intensity light source to illuminate the surgical site.